Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the optim sheath with intact silicone insulation beneath at the proximal region. The cause of external insulation abrasion is consistent with friction to the device can.